Event description:
It was reported to philips that the device gave an error indicating the image processing computer's disk space was low, which can impact imaging. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the customer did not provide the complete information regarding procedure and the procedure was completed by using another system. It was reported that the image processing pc (ip pc) does not start. Upon further inspection, philips field service engineer (fse) visited onsite and checked the logfiles and confirmed that the ippc cannot start up normally due to broken ip pc. The defective part was returned to failure analysis which was not able to confirm any failure. Fse replaced the broken ippc. After the replacement of the broken ippc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.